Event description:
I had an essure procedure performed in (B)(6) 2013. Thereafter , I suffered heavy bleeding, periods every 15-20 days lasting 10 days at a time, severe abdominal pain, chronic fatigue, headaches, anxiety, depression. I spoke with my internist and my gyn about the symptoms. We switched medication, we did endometrial biopsies, we did transvaginal ultrasounds, all with no result. (B)(6), I had a total hystectomy under the assumption I likely had endometriosis. My gyn removed my uterus, fallopian tubes and cervix, but he found no endometriosis during the surgery. The pathology report showed a normal result. There is no other explanation for these symptoms starting after my essure procedure. I am an otherwise extremely healthy woman. My medical records from my internist, my gyn and my therapist would all corroborate my symptoms and those symptoms coinciding with the essure procedure and lasting up until my hysterectomy.